Event description:
Reporter alleged blood glucose device is reading high at a result of 268 mg/dl. It was reported customer went to the hospital emergency room when her meter read 513 mg/dl and their meter read 113 mg/dl within 30 minutes. No treatment was reported however it was stated a lab was performed which was thought to be 103 mg/dl prior to being sent home. A request was made for the return of the suspect device and replacement product was sent.